Event description:
It was reported that patient presented to the clinic and low r-wave sensing was observed. Subsequently, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.